Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that their device power cycled multiple times. The customer will receive a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that their device power cycled multiple times. In this state the device may not be able to deliver defibrillation therapy, if needed.   There was no patient use associated with the reported event.

Manufacturer narrative:
The stryker product assessment center (pac) technician evaluated the customer's device and observed that the device constantly reboots while attempting to download device log files. The cause of the reported issue is determined to be user interruption of the software update. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that their device power cycled multiple times. In this state the device may not be able to deliver defibrillation therapy, if needed.   There was no patient use associated with the reported event.